Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was 400 mg/dl. Customer¿s current blood glucose was 458 mg/dl. The customer experienced symptoms such as nausea. The customer was treated with insulin pump. Customer also reported that they had also experienced skin irritation and had bent sensor cannula. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.